Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -16.5/+2.5/090 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault and unreactive/fixed pupil. The exchange did not resolve the problem.

Manufacturer narrative:
B3 - corrected to: date of event: (B)(6) 2022 in initial MDR. B4 - corrected to: date of this report: (B)(6) 2022 in initial MDR. Claim # (B)(4).